Manufacturer narrative:
The glidescope bflex 5.8 bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.8 bronchoscope and confirmed the missing camera housing. The customer's glidescope bflex 5.8 bronchoscope was forwarded to verathon canada for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope bflex 5.8 bronchoscope, the bronchoscope's camera housing broke off in the patient's lung. The patient had to go into surgery to get the bronchoscope camera housing removed.